Event description:
Incorrect use/care of device: renasys ez plus pumps found in the off position when on and continuous is ordered and intended.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez plus. The complaint was not confirmed, as no pump was returned for evaluation. The pump was referenced as ¿unknown¿ for the serial number. Given an unknown serial number, a device history record is not warranted. The complaint deems a device that was found in the off position when it should have been in the on/continuous position. A potential root cause could be the rocker switch was inadvertently moved to the off position, and could have happened for the following reasons: inadvertently bumped, which therefore moved the switch into the off position; switch was not properly pressed to rock into either the continuous or intermittent positions and sprung back into the off position due to the inadvertent bump. However, there is no indication of the negative pressure therapy failure in the report; the customer states that dressing was not compromised. The issue reported might also be related to an external factor causing the device to switch off the therapy. Neither a definite root cause nor a corrective action can be determined without evaluation of the device.